Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of stylet damage is confirmed, use related. The product returned was one tether assembly, t-lock, and tls stylet. The stylet is in one 77 cm section attached to the tether assembly and one 18 mm section including the intact tip section. The 77 cm section retains 15 magnets. The 18 mm section retains 5 magnets. The broken tips of the stylet core wire display necking consistent with tensile failure. Kinking of the magnet tubing is observed between the magnets of the tls stylet. Blood residue is observed within the tubing. As use residue and extensive kinking of the stylet are observed, the complaint of catheter damage is confirmed, use related. (B)(4).

Event description:
It was reported via medwatch that the nurse was inserting the PICC line, which went in easily. When she pulled out the guidewire, she stated the end of it fell apart. An x-ray was done to check for fragments and they determined that nothing was retained in the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch that the nurse was inserting the PICC line, which went in easily. When she pulled out the guidewire, she stated the end of it fell apart. An x-ray was done to check for fragments and they determined that nothing was retained in the patient.